Event description:
As reported by cardiac cath lab, when aspirating with the 8cc syringe, turbulence was created and several air bubbles were being created at the stopper. This was happening when the users prepped the system. Another syringe was substituted to eliminate the problem. There has been no air injected into a patient or patient complications from this issue. The used syringe has been returned for evaluation.

Manufacturer narrative:
The device used in the reported incident has been returned to boston scientific. The device analysis and investigation, however, are on-going and have not yet been completed. Upon completion of the investigation, a follow-up medwatch will be submitted.